Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon booting up the programmer, the screen burned out. It was noted that the incident occurred before the interrogation of a patient, and a different programmer was used for the interrogation. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that upon boot-up the screen "burned out", the low-voltage differential signal (lvds) bracket was loose. The lvds connector was reseated and the bracket tightened to resolve. It was further noted that the system fan was noisy and it was therefore replaced. The hard drive was additionally reconfigured and the software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.